Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was in range on the day the event occurred. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded there is not a method or reagent lot issue. The collection site was a heel stick and the sample container was a microcontainer and was poured off into a sample cup. There was only 1 sample impacted and qc was in range on the day of testing. This is consistent with bad aspiration of sample due to bubbles or foam. The instructions for use (IFU) states to check samples for bubbles and fibrin before analysis. The cause of the discordant falsely, low tb2 and db2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low total bilirubin, vanadate (tb2) and direct bilirubin, vanadate (db2) results were obtained on a newborn patient on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher and consistent with the patient's previous and subsequent results. The repeated results were reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tb2 and db2 results.